Event description:
It was reported that the m41srb power chair joystick has a dead spot. The provider states when going forward and pulling the joystick knob to change into reverse, the chair will not respond until you let go of the joystick completely.